Event description:
It was reported that the lead integrity alert (lia) triggered, and the lead exhibited noise, oversensing, and varying impedances. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. During the replacement procedure, an insulation defect was noted on the pace/sense portion of the lead just past the connector. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - resistance/impedance increase: weekly pace measurement log data shows an increase for max rv.pace = 1136 to 1408 ohms peak between (B)(6) 2012. Sensing - oversensing: 21 - ventricular nst<=210 ms between (B)(6) 2012 18:47:39 and (B)(6) 2012 06:10:58. 3 - vf<=210 ms average v-cycle on (B)(6) 2012 in the timeframe between 16:00:36 and 16:05:56. Sensing - interference/noise: ventricular short interval count v-sic=75.2 counts avg/day, in 5.7 days, between (B)(6) 2012 17:01:15 and (B)(6) 2012 08:56:20. Std review - lead integrity alert triggered: programmer data shows 6 - lead integrity alerts between (B)(6) 2012 16:30:58 and (B)(6) 2012 22:51:04.